Manufacturer narrative:
Section h10: (h3) the evaluation noted the revision reported in the experience was likely the result of a combination of femoral subsidence, too much flexion of the femoral component, and/or excessive posterior slope which led to wear of the tibial insert. (D11) concomitant devices: (cn: 170-32-00, sn: 2071873) - biolox delta femoral head 32mm od, +0mm. Section(s): no information has been provided: a4, a5, b6, b7, d7. The following section(s) have additional info: d4 (UDI number) g4, g5, g7, h1, h2, h3, h6, and h7. Section h11: corrections made in the following section(s): section f - f6 and f8 were entered in error. Please disregard. (G1) updated with new post market manager information.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2010. Revision of left knee insert due to poly wear leading to osteolysis and significant bone loss. The patient was stable as they left the operating room.